Manufacturer narrative:
(B)(4) root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure, multiple "03 - console error" messages were generated by the aquabeam robotic system. The aquabeam handpiece was replaced in attempts to resolve the issue without success. The reported error messages were unable to be cleared after multiple troubleshooting steps were performed, subsequently, the aquablation procedure was aborted. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam console was returned for investigation. The console with tested on qa test system. E02 error was seen when priming at 50%. This was replicated three times. E03 error was seen when priming at 100%. This was also replicated three times. An aquablation cycle was started without priming, however e03 error occurred. Oil contamination was seen on the encoder and encoder lens which has known to come from the high pressure pump in the console. Once the original encoder wheel and encoder were replaced with new ones, e02/e03 error was not seen during priming or treatment. This confirms that the error was caused due to contamination on the encoder. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam console / lot number 21c01552 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. Aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: table 5 system detected errors and faults. E02 - console error. Release foot pedal and click x. If error persists, turn off and turn on console. The root cause of the reported event has been determined to be due to manufacturing related issues associated with a third party supplier. A corrective action and preventive action has been initiated by procept to determine appropriate actions. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.